Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008, and mesh was implanted; and on (B)(6) 2011, mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with laparoscopic tubal ligation, cystoscopy, dilation and curettage with novasure ablation due to desired permanent sterility, dysmenorrhea, heavy menses and genuine sui. It was reported that the patient underwent revision with excision of mesh on (B)(6) 2011 due to sui and mesh erosion. It was reported that the patient underwent mesh removal on (B)(6) 2008 due to erosion and to repair vaginal mucosa. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.